Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented in-clinic after receiving an alert. Patient was feeling pain on the left side of breast area. High, out of range pacing lead impedance and increased capture threshold were observed. No noise was reproduced with pocket/isometric manipulation. Patient was referred to an ep for lead revision and left the clinic with no feeling of pain on the left side after office visit. One month later, the reported issue had progressed and loss of capture was observed. The lead was capped and replaced. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that lead fracture was observed.